Event description:
It was reported that during the index procedure on (B)(6) 2010, the patient had three promus stents implanted. A 3.0.x 23 mm promus stent was implanted in the proximal left anterior descending artery (lad), a 2.5 x 18 mm promus stent was implanted in the proximal right coronary artery (rca), and a 2.5 x 23 mm promus stent was implanted in the 1st obtuse marginal (om) artery. On (B)(6) 2013, the patient presented with electrocardiogram (ECG) changes and ischemic symptoms. A myocardial infarction was suspected. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and myocardial infarction, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s.